Event description:
The customer stated, that she was hospitalized for high blood glucose and the reading was 496 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the self-test, but the customer was unable to perform the prime, high pressure or displacement tests during the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.